Event description:
It was reported that the lead conductor cables were externalized due to insulation damage.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned cut in two pieces. Visual evaluation noted external insulation abrasion due to friction with the ICD can. Multiple externalized insulation abrasions were found; the rv cable etfe coatings of several abrasion zones were abraded.